Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was unable to be confirmed as follow up confirmed the shaft was not damaged during the procedure. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the sds met resistance with the mildly tortuous, heavily calcified anatomy resulting in the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received stating: the shaft was not damaged during the procedure. As this was previously reported, this will remain reportable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a mildly tortuous and heavily calcified de novo lesion in the mid left anterior descending (lad) artery. The 2.5x33mm xience prime stent delivery system (sds) was advanced; however, it failed to cross the lesion due to the anatomy and the proximal shaft separated. The device was removed and the procedure completed with another stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.